Event description:
A hospital reported to our distributor that there were holes in the expiratory limbs of a quantity of 3 rt236 evaqua infant breathing circuits. No pt consequence was reported.

Manufacturer narrative:
The devices are en route to the manufacturer for inspection. No lot info was provided with this complaint. Conclusion: our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0106%.